Event description:
Bought lifewave weight loss and stem cell patches on (B)(6) 2023 by (B)(6) 2024 I was drinking 1 bottle of water every half hour went to urgent care my blood pressure usually 120 now 170 heart rate 105. Weight loss and rejuvenating.